Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite. The unit needs to come in for depot repair under warranty for repair of the driver transition pcba w/ harness pn. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator alarms "vent inop" after installing new gde. The unit/system will not operate on ac or dc power, circuit breaker trips, blown fuse, etc. The customer confirmed that there was no patient involvement associated from this event.